Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided. Without the medical documentation, definitive contributing clinical factors cannot be concluded. The patient impact beyond the reported arthroscopy/synovectomy, persistent mobility issues, and pain/inflammation cannot be determined. Correspondence indicated the patient is seeking a second opinion (medical and physical therapy). Should the medical documentation become available in the future, the clinical/medical task would need to be re-evaluated. No further medical assessment can be rendered at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batches, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in possible adverse effects that decreased range of motion and unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Skin sloughs or delayed wound healing has also been identified as a possible adverse effect. Additionally, the warnings and precautions section revealed that postoperative therapy should be structured to prevent excessive loading of the operative knee and to encourage bone healing. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these product and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, healing issues, patient condition and/or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, on (B)(6) 2022 , a left tka surgery was performed with legion and genesis ii implants. On (B)(6) 2023 the patient had to undergo a synovectomy procedure, the patient has experienced poor recovery, excessive scar tissue, chronic pain and inflammation, and mobility issues. Since the tka, the patient has also received a closed knee manipulation procedure and continuous physical therapy, but no procedure has resolved their symptoms.